Event description:
While conducting a hip replacement operation, the trail head was lost inside the patient. The surgeon attempted for over an hour to retrieve the trail head, but could not. He is concerned as the head is not radiopaque and feels there should be some sort of marker on the heads so that, in a case like this, it can be detected by x-ray. This product is manufactured in the u.k.; but sold in the u.s.